Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that there were air gaps between the patient line and the infusion set tubing. The customer's blood glucose level was over 500 mg/dl and it was addressed with a manual injection administered by the customer's mother. Recommendation was made to prime the tubing until the air is removed.